Event description:
After 27 months of implantation, the device involved in this MDR report was explanted and returned because the end of life indicator was reached.

Event description:
After 27 months of implantation, the device involved in this MDR report was explanted and returned because the end of life indicator was reached.